Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported his implant was charged to 100% last night, but this morning the battery showed 40%. Patient recharged to 90% but then the battery was depleted to 80% when patient called pats. Patient said he didn't move around last night and he expected the ins battery to be at 80-90% in the morning. Patient didn't report any fall/trauma or more usage than normal. Patient did mention that a couple month ago he got a message about replacing the battery message. Technical services(ts) advised patient to recharge to 100% tonight, until message showed "finished". Patient is to document the battery level the next morning and patient is to do this for at least a few days. If battery continues to deplete more than usual then patient is to address issue with rep and hcp, using the clinician tablet to check system's integrity and usage.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.